Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided.the actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 28-aug-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units. This is the second of two reports. Refer to 8030647-2017-00091 for the first report. It was reported that there was an inline suction catheter that cracked and broke near the patient at the y connector. No further information has been provided.